Event description:
It has been reported that during the patient's revision surgery, the right shoulder joint was unable to be reduced during trialing, as the humerus was reported to be too long. Surgeon chose to remove original comprehensive fracture stem and replace with comprehensive mini stem. A humeral osteotomy was also performed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the patient's revision surgery, the right shoulder joint was unable to be reduced during trialing. Surgeon chose to remove original comprehensive fracture stem and replace with comprehensive mini stem. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the patient's revision surgery, the right shoulder joint was unable to be reduced during trialing, as the humerus was reported to be too long. Surgeon chose to remove original comprehensive fracture stem and replace with comprehensive mini stem. A humeral osteotomy was also performed. No additional patient consequences were reported.